Manufacturer narrative:
(B)(4). The hospital medical director reported that a no philips (paramedic cu-er1) defibrillator failed to detect philips pads during use on a pt. A second defibrillator was used. No adverse pt impact was reported. The hospital medical director was informed that the philips pads are not validated for use with the paramedic cu-er1 defibrillator. Paramedic issued a field service note on (B)(4), 2010 informing that philips defibrillation pads are no longer valid for the cu-er1. We are considering this a user error and no malfunction of the philips pads.

Event description:
The hospital medical director reported that a no philips (paramedic cu-er1) defibrillator failed to detect philips pads during use on a pt. A second defibrillator was used. No adverse pt impact was reported.